Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: device identification /catalog no - correction. D4: device identification / serial no - additional information. D4: device identification / lot no - additional information. D4: device identification / expiration date -additional information. D4: device identification / primary UDI number -additional information. G3: date received by manufacturer - additional information. G6: report type ¿ updated/follow-up. H2: additional information/correction. H6: adverse event problem - additional information.